Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead was oversensing noise resulting in ventricular pacing inhibition. The clinic will continue to monitor the patient. No intervention was performed and the patient was in stable condition.